Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose at the time of the event was 403 mg/dl. Customer was treated with insulin pump. Customer also reported crack at the insulin pump battery chamber. The customer did not experience any symptoms of high blood glucose value. It was unknown if the auto mode was not activated at the time of the event. It was unknown if the customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device.

Manufacturer narrative:
S.w version 5.2a. Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged high blood glucose, blank display, sensor anomaly and cosmetic damage located at the battery chamber found on (B)(6) 2022. Insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The insulin pump powered up properly after battery installation. The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the insulin pump had a high sleep current measurement. The insulin pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The insulin pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error , low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: november 12, 2022 01:31:46.000, november 12, 2022 01:41:00.000. Power loss alarm was recorded and found in the formatted history file on: november 12, 202201:44:09.000, november 12, 202201:44:17.000. Power loss alarm was expected since the battery was removed for more than 10 minutes on november 12, 202201:31:46.000, november 12, 2022 01:41:00.000 to november 12, 2022 01:44:09.000. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board. No evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The insulin pump had a high sleep current measurement, suspected on the electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery chamber. Unable to verify customer alleged for high blood glucose. Blank display and sensor anomaly were not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the electrical board 1. Edtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5 and d8/d9.

Event description:
The device was returned for analysis.